Event description:
It was reported that the programmer had a defective touchscreen. Despite changing the touch pen 3 times and utilizing the stylus ca libration software 3 times, the touch screen was unresponsive to the touch pen. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).